Event description:
Patient to surgery for an open reduction internal fixation of left distal radius fracture, using a locking plate. Two different screwdrivers from skeletal dynamics broke during the procedure. One of the screwdrivers broke into two pieces. The second screwdriver broke off while in a screw that was implanted. All pieces were received.